Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was insulin leaking at the luer lock with multiple infusion sets. Reportedly, the luer lock became loose. Customer reconnected the luer lock and resumed insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
Per tandem's t:flex user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." (B)(4).